Event description:
Hcp reported pt infection was not meningitis. Infection signs and symptoms were fever, redness, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket and the lead track. Cultures were obtained from the device pocket and the lumbar region. The type of organism found was enterococcus. The pt was treated with IV antibiotics and a partial device system explant. The infection resolved. Risk factors that applied to the status of the pt prior to implant are corticosteroid use, debilitated status and urinary tract infections. The device was explanted but not returned to the manufacturer for analysis.